Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced recurrent urinary tract infections, incontinence, the inability to engage in sexual intercourse, abdominal and pelvic pain. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced recurrent urinary tract infections, incontinence, the inability to engage in sexual intercourse, abdominal and pelvic pain.

Manufacturer narrative:
(B)(4).